Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose at the time of the event was 30 mg/dl. The paramedics were called to transport him to the hospital. Customer was at 70 mg/dl, then blood glucose level dropped to 30 mg/dl. Customer could not control the low blood glucose. Hospital was treated with sugar gel, IV drip and sugar water. Nothing further reported.